Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced hypoglycemia, diabetic coma, a loss of consciousness, a seizure, and was unable to self-treat. Paramedics were called and upon arriving, first responders obtained a blood glucose result of 39 mg/dl from healthcare professional (hcp) meter and compared to adc device scan result of of 420 mg/dl, when the results were plotted on a parkes error grid, fell into the e zone showing the difference in values to be clinically significant. The length of sensor wear was 9 days. The customer required administration of glukosteril3 infusion from hcp for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.